Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 (bsc aware date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a midurethral sling procedure performed on an unknown date. According to the complainant, the patient manifested discomfort, irritation, and itching at the wound incision site after the procedure. Reportedly, the patient went to see the doctor and noticed a flaked off piece of mesh protruding from the incision site. Subsequently, the doctor grabbed it with tweezers and the patient's discomfort immediately went away. Reportedly, the flaked off piece of mesh was likely a tang that fell off the mesh when it was cut and inadvertently sealed into the incision site with skin glue.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 (bsc aware date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a midurethral sling procedure performed on an unknown date. According to the complainant, the patient manifested discomfort at the wound incision site during the procedure. The patient complained of irritation and itching. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.